Event description:
The user reported fluctuating pain and intermittent sound quality when using the device. A new audio processor (ap) was tried and the user was able to hear sound but then experienced a sudden and severe pain. The user was then advised not to wear the ap. During a follow-up appointment on (B)(6) 2019 the user reported that the sound with the device was very loud and uncomfortable and as if there was a 'crack in my brain'. The user still reported some on-going low grade pain even when not using the audio processor but then clarified that after the loud sounds it took a few hours for the pain to subside. He was not able to distinguish if he was experiencing a physical pain or one due to the loudness of the sounds. The device has not been in use since the previous appointment. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported fluctuating pain and intermittent sound quality for the past week when using the device. Additional device testing is scheduled for (B)(6) 2019.